Event description:
It was reported by the patient that they were experiencing inflammation and a sedimentation rate over 100 and questioned if it was due to possible battery leakage or a toxic substance going into their system from their device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, (B)(6) 2007. (B)(4).

Event description:
It was further reported at follow-up that the defibrillator portion of the device was turned off. The device remains in use. No patient complications have been reported as a result of this event.